Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Electrode belt sn (B)(4) has not yet been recovered from the field. A review of downloaded software flag files on the day of the event was performed. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. Device manufacture date: monitor: 07/26/2016, belt: 01/11/2018.

Event description:
A us distributor contacted zoll to report that prior to passing, a patient received a lifevest treatment event that consisted of one appropriate and two inappropriate shocks. It was reported that the patient was in the hospital and was not conscious during the event. Hospital staff was reported to have been working on the patient at the time of the event. At 15:51:16 on (B)(6) 2018 the lifevest detected an arrhythmia. The patient's rhythm was vt. The lifevest released gel and delivered a treatment shock at 15:51:51 while the patient was in vt at 220 bpm. The post-shock rhythm was sinus rhythm at 90 bpm with non-sustained ventricular tachycardia (nsvt). The patient then received a second and third shock at 15:52:17 and 15:54:35, respectively, while in nsvt above 150 bpm. The post-shock rhythm was nsvt with underlying sinus rhythm. The patient remained in sinus rhythm with nsvt following the third shock. The electrode belt was disconnected and the device was shutdown at 16:00:46. The patient's rhythm at the time was sinus rhythm at 100 bpm. The patient passed away later on (B)(6) 2018.